Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, ¿hard knots or lumps surrounding the implant or in the armpit¿. Information contained in this report was previously submitted through psr on 01feb2013.

Event description:
Patient reported "experiencing hard knots or lumps surrounding the implant or in the armpit, painfully hard and looks abnormal due to capsular contracture (baker grade IV) and severe pain". This record is for right side. The device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2013.

Event description:
Patient reported via breast implant follow-up study (bifs), "experiencing hard knots or lumps surrounding the implant or in the armpit, painfully hard and looks abnormal due to capsular contracture (baker grade IV) and severe pain". This record is for right side. The device was explanted.